Event description:
It was reported that the numbers on the insulin pump were scrolling up and down on their own, without any input from the customer. The customer's blood glucose was 158 mg/dl. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response duet to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.